Manufacturer narrative:
Items returned for evaluation: pusher. Implant. Introducer. Microcatheter. Items not returned for evaluation: shrink lock. Dispenser hoop. V-grip. The visual analysis of the returned items found the coil device still inside the microcatheter. Upon inspection under x-ray, it was observed that the implant was still attached to the pusher. The device was removed from the microcatheter and found that the implant was kinked and deformed and the pusher was kinked/looped at the distal section. The device was tested with the 4-way continuity test using an in-house v-grip controller and all tries gave out red lights. The pusher resistance was measured and found to be out of the specified range and the proximal resistance was within specification. Further inspection found the yellow lead wire broken at the distal solder joint. The investigation of the returned coil system found the implant kinked and deformed, and the pusher kinked/looped at the distal section. The unit did not pass continuity and resistance testing. Further inspection of the pusher found the yellow lead wire broken at the distal solder joint, which is consistent with non-detachment and red light described in the reported event. However, the reported event stated that the implant coil detached on its own within the microcatheter during the procedure and the implant coil was found to still be attached to the pusher upon receipt. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, including the lead wire solder joint break, but the damage is consistent with the device experiencing forces over specification.

Event description:
As reported: the coil was tested when opened and removed from the hoop, green light came on when inserted into the detachment controller. Once ready to deploy, button was pressed on the detachment controller and red flashing light came on. Tried troubleshooting by wiping the pusher wire and changing the detachment controller. Consultant then tried to torque the coil off with a torque device as per troubleshooting instructions and was unable to. Tried to remove the coil which then detached on its own within microcatheter. Procedure was completed successfully. No patient injury reported. The event has no known effect on patient condition and outcome.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: the coil was tested when opened and removed from the hoop, green light came on when inserted into the detachment controller. Once ready to deploy, button was pressed on the detachment controller and red flashing light came on. Tried troubleshooting by wiping the pusher wire and changing the detachment controller. Consultant then tried to torque the coil off with a torque device as per troubleshooting instructions and was unable to. Tried to remove the coil which then detached on its own within microcatheter. Procedure was completed successfully. No patient injury reported. The event has no known effect on patient condition and outcome.